Manufacturer narrative:
(B)(4).

Event description:
It was reported the pt's device showed impedance readings of <50 ohms on two of the pairs. The device was reprogrammed around these pairs successfully. Therapy was restored and the pt recovered without sequela.